Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was coming from the device and "they said it could be a lead". The patient presented to the emergency room and they programmed off the "zapping part" until they could have a device check performed. It was noted that ten days later the alarm tone began going off again. The patient was directed to contact their clinician to have a device check performed to determine the source of the alert. The right ventricular (rv) lead currently remains in use. No patient complications have been reported as a result of this event.